Manufacturer narrative:
Zimmer biomet complaint: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (nondesign/non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (nondesign or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.)/patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent should additional information be received.

Event description:
It was reported that the patient had an infection with bone loss at the implant site requiring implant removal. Patient will return for additional appointments for new implant. Tooth #19.